Manufacturer narrative:
(B)(4). Batch # l53l38. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. Cartridge (b) ecr45g, m52399 was received partially fired 1/10. It is possible that while loading the reloads (a,b) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy, the device was locked out at the first firing. The cartridge was green. After that, the jaws did not close and then, the jaws could be closed somehow. However, the device was locked out again. The doctor commented that understanding of the device might have been insufficient. Another device was used to complete the case. There were no adverse consequences to the patient.